Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened down button dome switch. No unlocked keypad connector was noted. No moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down arrow button was working intermittently. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that the insulin pump might be exposed to moisture due to work environment. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.